Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Filter fractured during retrieval. Filter was fine prior with all struts communicating with the apex. Ir doctor believes one of the struts has infused into a vertebral body forming an osteocyte. Single strut remains in the cava and appears to be anchored in the osteocyte.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.